Manufacturer narrative:
(B)(4). Following notification of the incident, fisher & paykel healthcare ("fph") sent a technical engineer to the medical center to investigate all of the devices in the set-up. The engineer's observations are consistent with the report from the medical center and fph believes that no fph products were defective or malfunctioned. Fph now considers this matter closed.

Event description:
A medical center in (B)(6) reported that a nebulizer sonic heater that was attached to a ventilator caused the servo isrv0i ventilator plastic tubing to catch fire.it was reported that the setup included the following devices:-maquet nebulizer sonic heater;-maquet ventilator;-fisher & paykel healthcare breathing circuit;-fisher & paykel helathcare respiratory humidifier.fisher & paykel healthcare have been advised that there was no patient injury.